Event description:
It was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time. Additionally, it was reported that a malfunction alarm occurred. The pump was reset, and the customer continued to use the pump for insulin therapy. Customer reported a blood glucose level of 170 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.